Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance and current not delivered was seen on the patients newly implanted generator during replacement surgery. A generator issue was ruled out through troubleshooting using the test resistors and generator diagnostics. The surgeon re-inserted the connector pin and flushed the area with saline. It is likely that the high impedance would have been seen with the previous generator, but diagnostics could not be ran due to battery depletion. Both generator and lead were replaced. Product has not been received by manufacturer. No other relevant information has been received to date.